Manufacturer narrative:
The device was cleaned, and it was confirmed that there was no abnormality in the operation of the otv and camera head. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd 3cmos autoclavable camera head image blacked out. The customer restarted the otv-s300 and reconnected the camera head; however, a sandstorm noise on the screen ensued. The event occurred during a therapeutic laparoscopic procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the product was not returned. However, it was reported that normal operation was performed by cleaning the video connector. Dirt that temporarily adhered to the electrical contact portion, and a communication failure temporarily occurred, therefore, it was determined that image noise has also occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿the video connector must be sufficiently dry, including electrical contacts, to connect to the video system center. Also, make sure that the electrical contacts are clean before connecting. If the electrical contacts are wet or dirty, the device may malfunction or malfunction.¿ olympus will continue to monitor field performance for this device.